Manufacturer narrative:
H3: a hardware analysis of bi71000167 was initiated to determine the probable cause of the issue. Analysis found that there was an end cap damaged. Fdm10, fdr 114 and fdc 4307. There was also hardware analysis of bi71000181 was initiated to determine the probable cause of the issue. Analysis found that there was no fault found. The system booted and readied as normal. Motion, communication and charging were successful. 2d and 3d images were acquired and also successful. The system powered on as expected and remained on and functional while under test. No problem found. Fdm10, fdr 213 fdc67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000167, serial/lot #: s/n (B)(4); product ID: bi71000181, serial/lot #: s/n (B)(4); product ID: bi71000175r, serial/lot #: s/n (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that there was software version mismatch caused by the image acquisition system (ias) not charging. The 120vac was absent from j8 which goes to the ias to charge the ias and there was an issue with the interconnect. The mvs pwr brd and interconnect were replaced. The system passed system checkout and was functioning as expected. The kit svc o2 bi71000167 cblasy dbl shldmvs (s/n (B)(4)) and kit svc o2 bi71000181 pcba mvs power (s/n (B)(4)) were returned to the manufacturer but were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the mobile view station (mvs) was showing a software mismatch error. Two restarts did not fix the issue. A breaker blew in the room with the system the day before. There was no patient present when this issue was identified.